Manufacturer narrative:
During an examination of the subject device by a lumenis technical specialist the specialist observed debris build up on the treatment tip. A review of device labeling concluded that the operator manual advises frequent cleaning of the treatment tip during use. An evaluation of the reported event details by a lumenis healthcare professional concluded the root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the user facility in contradiction to device labeling.

Event description:
It was reported that one patient sustained small superficial burns to the bikini line following hair removal treatment with the lumenis lightsheer duet laser et handpiece. It was further reported that the patient had fully recovered with no medical intervention required to preclude permanent impairment.